Event description:
Pt undergoing surgical procedure for removal of fistula graft. During procedure, surgeon noted there was "something wrong with the raytex sponges". The sponge had come apart over the incision and sterile field.